Event description:
One pt sample with discrepant calcium results. The initial result 11.5 mg/dl. Same sample repeated four times gave results of 10.4, 10.5, 10.6, and 10.8 mg/dl. The initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.